Manufacturer narrative:
Additional information was added to h10. H10: the most probable cause of the condition was due to user technique during the filling of the devices. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Additional information was added to h3, h4 and h6. H4: the device was manufactured from december 11, 2019 - december 13, 2019. The actual device was not available; however, a photograph of the sample was provided for evaluation. The returned photographs were reviewed, and it was noted that the photographs showed that white drug residue was located near the fillport area (upper part of the device) which suggested a possible leak may have occurred. Certain drugs tend to turn into white residue/solid when their liquid form is exposed in the open air for certain amount of time. The reported condition was verified. The cause of the reported condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that 3 small volume infusors leaked prior to patient use. It was further reported that there was a white residue at the top of the pump. The sets were filled with 5000mg fluorouracil in 115ml sodium chloride 0.9%. There was no patient involvement. No additional information is available.